Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. Its kink resistant tubing (krt) was worn to the filament; and additionally, the pump did not pass activation testing during functional evaluation. No leaks were identified in the component. Based on the information available and analysis results, the pump not passing functional examination could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled; therefore, it was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled; therefore, it was removed and replaced. There were no patient complications reported.